Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during an unk procedure, when the device jaws were opened during the firing, the reload slipped out of it. The knife cut but no staples were deployed leaving a hole in the stomach. It was not noted how the procedure was completed.